Manufacturer narrative:
As received, a partial distal portion of the lead was returned in one piece. Visual inspection of the lead found external abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was isolated to external abrasion consistent with friction with the device can. The reported event of oversensing was confirmed.

Manufacturer narrative:
Further information was requested but not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, a high ventricular rate episode due to oversensing resulting in loss of pacing was observed on the right ventricular lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.